Event description:
It was reported that pump experienced malfunction alarm showing malfunction code that caller could reset. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction reappeared, which caller acknowledged and understood.